Event description:
Physician was attempting to remove a polyp on a long stalk using the olympus endotherapy ligature device. It would not deploy and the wires were not advancing up the device as they should. The device could not be removed without cutting the ligature from the deploying device. The ligature was cut and was retrieved during the procedure. FDA safety report ID# (B)(4).